Event description:
The suture was used to repair a ventral hernia on 11/4/97. On 11/7/97 the pt had to be returned to the operating room for repair of a dehiscence. When the abdominal cavity was re-entered the original sutures had no ties present.